Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the calcified left common femoral artery was attempted with a prostyle device using the pre-close technique via a 7f sheath hole prior to an endovascular aneurysm repair (evar) interventional procedure. The first prostyle device was successfully pre-placed without issue. Reportedly with the second prostyle device, steps 1 through 4 were performed without issue. However, the device became stuck in the vessel during removal. The device could be advanced but not removed. The feet were opened and closed repeatedly, while sliding the prostyle in and out, but the device could not be removed. An incision was made to enlarge the access site to remove the device. A clamp was placed on both ends of the vessel to prevent blood loss during the procedure. The sheath was upsized to a sheath greater than 8.5f and the evar procedure was completed. Hemostasis was achieved via a surgical stitch. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Visual inspections were performed on the returned device. The reported foot detachment was confirmed. The reported entrapment/ difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initially filed report, the following information was received: the returned device analysis noted a foot separation. Follow-up with the account confirmed that the foot separation was noted upon removal of the device. The separated foot was removed from the patient during the surgical cutdown. No additional information was provided.